Event description:
A customer observed a higher than expected vitros phyt quality control result from a vitros tdm pv qc fluid when using vitros chemistry products phyt slides on a vitros 5600 integrated system. Tdm performance verifier: 37.5 ug/ml vs. Expected 27.7 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician. No patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros phyt quality control result was obtained from a vitros tdm pv qc fluid when using vitros chemistry products phyt slides on a vitros 5600 integrated system. The most likely root cause of this event is analyzer related; however, a phyt reagent issue cannot be ruled out as a potential contributing factor. Following service actions, acceptable within-run phyt precision test results were obtained using the same qc fluid and phyt lot indicating that service actions had resolved the issue.